Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right total hip was revised due to instability.

Manufacturer narrative:
Reported event: an event regarding joint instability involving a trident shell was reported. The event was confirmed by clinician review. Medical review revealed loosening of the trident shell. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: instability of the hip was confirmed as was the revision surgery. The cause for the instability may be better assessed with review of sequential x-rays to evaluate the position of the acetabular component and changes thereof. Obtaining the implant may provide insight into the mechanism of failure of the polyethylene and failure of the cup to in-grow. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: clinician confirmed the reported hip instability. Clinician review revealed that the hip instability is possibly the result of acetabular loosening and liner fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as sequential x-rays to evaluate the position of the acetabular component and changes and evaluation of the devices are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not available.

Event description:
It was reported that the patient's right total hip was revised due to instability.